Event description:
It was reported to the aci sales professional on the event date, that a female patient underwent a diagnostic coronary angiogram via a 6f procedural sheath. The mynx device was used post catheterization for femoral artery closure. The physician, trained on mynx and with the aci sales professional present, deployed the device. While the physician was pulling the balloon back to the arteriotomy, the technician opened the procedural stopcock and physician then proceeded to shuttle down and unsheathe the sealant. After unsheathing, the physician proceeded to advance the advancer tube with force until all lines were exposed and the proximal teeth on the advancer tube were exposed. The syringe was then locked into negative and the balloon valve was turned to deflate the balloon. The balloon could not be removed as he was supporting the advancer tube. The physician attempted to pull the advancer tube out with the wire but the balloon was stuck. He then attempted to inflate the balloon again. Upon inflation, saline was observed coming out along the wire near the proximal end of the advancer tube which was inadvertently exposed. He then cut the wire, and attempted to pull the device out. The black outer jacket came off and the silver wire and balloon were still in the patient. Even after cutting the wire, the balloon was still stuck. A vascular surgeon, trained on mynx, was consulted, and the decision was made to take the patient to the or to have the device surgically removed. A cut-down was performed on the patient, and it was discovered that the balloon was still fully inflated and caught in the tissue tract. The surgeon reportedly punctured the balloon to assist with its removal and the device was successfully removed. A suture was used to close the arteriotomy, and the patient is reported to be doing fine.

Manufacturer narrative:
Based on the information provided and the investigation performed, the cause of the failure or difficult to deflate the balloon was over-driving the advancer tube during shuttle advancement (the narrative stated that "the physician proceeded to advance the tube with force and speed until all lines were exposed and the white proximal teeth on the tube were exposed". Per mynx IFU after sealant deployment "grasp advancer tube at skin and gently advance 2 markers."). This caused the proximal detachment of the balloon bond and trapped saline in the balloon (failure or difficult to deflate) - thus causing an obstruction to withdrawal and resulted in the necessity of surgical intervention. The review of the lhr (lot f0917701) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.